Event description:
It was reported that "the blade broke off at the end of the blade where it meets the insulation."

Manufacturer narrative:
The actual device is being returned for investigation. I will file a supplement report when the investigation is completed.